Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 176 mg/dl. The customer removed and reinserted the battery, but the anomaly persisted. The customer stated that they were out in the heat and the insulin pump was in their bra. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)